Manufacturer narrative:
Product complaint # ==> (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: -what is the expiration date labelled on the box? 2023/10/10 -what is the expiration date labelled on the product? 2026/10/10 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was the dual applicator in question apart of a vistaseal kit or the three pack of dual applicators sold independent of the vistaseal kit? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Was the dual applicator in question apart of a vistaseal kit or the three pack of dual applicators sold independent of the vistaseal kit? This was part of the three pack sold independent of the vistaseal kit. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Primary UDI number. Additional information: d4. Expiration date, h 4. Device manufacture date, h6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot. Batch record of vstas1e lot# 3419165: the vstas1e products has tertiary packing, both primary pack and sales carton label printed the expiration date of products. Per the batch record, the manufacturing date is from oct. 09th, 2023 ~ oct. 10th, 2023. The batch quantity is (B)(4) boxes ((B)(4) pcs). The expiration date for the batch should be oct. 10th, 2026. Per the review of the batch record, the actual expiration date for vstas1e lot# 3419165: the expiration date on sales carton label is incorrect (2023-10-10), and it should be 2026-10-10 not the label on the sales carton label¿2023-10-10¿. The expiration date on tyvek lid is correct (2026-10-10). The expiration date printed on sales carton label is actually the manufacturing date. Ethicon has issued external supplier failure investigation report (fir) for nr-0216772 for tessy to complete. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the expiration date labelled on the box? 2023/10/10 what is the expiration date labelled on the product? 2026/10/10 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The expiration on the box is different from the expiration on the product inside the box. There was no patient or procedure involvement. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned packaging. Visual analysis of the returned sample revealed that three(3) vstas1e devices were returned inside it's package unopened and inside the secondary box. Upon visually inspection of the packaging, the secondary box show the label of the lot: 3419165 with exp: 2023/10/10 and the three(3) has the print of the lot: 3419165 with exp: 2026/10/10 that is the is the correct expiration date. The label on the secondary box has the incorrect expiration date. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.